Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer had multiple incidents of low blood glucose (bg) levels ranging between 50-62 mg/dl. The customer would take dextrose and consume grapes or carbohydrates to stabilize bg level. The contacted stated the suspected cause of the low bg level was due to the health care provider increasing basal rates to numbers that are "too high". A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.